Event description:
Surgeon reported to affiliate that lens inner package was mislabled. Doctor thought lens was a 20 diopter but inner pouch labeled as 22 diopter. Review of batch records show lens is correct, 22 diopter, and no other reports of similar nature has been received for this lot. It is felt that this is an isolated report.